Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the guidewire was kinked and bent, likely due to excessive manipulation. The guidewire was also separated at 112.3cm from its distal end and ptfe (polytetrafluoroethylene) coating was peeled off; the proximal guidewire fragment was not returned. Based on the condition of the fracture site under magnified examination, it is likely the guidewire was bent and kinked first and then separated due to excessive manipulation. Based on the information provided and analysis of the device, the guidewire break was likely due to procedural factors which limited the performance of the device. The observed ptfe coating peeling is consistent with damage from an insecurely tightened torque device, however, because the torque device was not returned for analysis, the cause cannot be determined. An assignable cause of operational context was assigned to this event.

Event description:
Analysis of the returned device found that the guidewire was broken and the ptfe (polytetrafluoroethylene) coating was peeled off. There was no clinical consequence to the patient as a result of this event.